Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone separated on the hemopro jaw. The device was inserted into the harvesting cannula prior to inserting the scope. The silicone separation was observed prior to inserting the device into the leg. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The hemopro device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the outer part of the silicone boot tip on the cold jaw was dislodged. The piece was not returned. While we were unable to conclusively determine the root cause, this type of damage is consistent with the improper insertion of the tool into the harvesting cannula. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).